Event description:
Customer reported that she was in a car accident and was hospitalized. Customer stated that she was wearing her insulin pump at the time of the accident and now is malfunctioning. Customer stated that the insulin pump is not communicating with the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.